Event description:
It was reported that the device alarmed and displayed "no cassette attached" message. No known adverse effects to patient.

Manufacturer narrative:
Additional information: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and cassette attached into pump and observed for issue. The customer's reported problem was verified. The pump was found to display "cassette not attached properly" alarm message during the investigation. The "cassette alarm" issue was caused by faulty downstream occlusion sensor. Service replaced the pump faulty downstream sensor to correct the reported problem. The root cause of the reported problem was the faulty downstream sensor.